Manufacturer narrative:
This supplemental report is being submitted to correct the product model from vascade mvp to vascade 6/7f. Please the update to section d4.

Manufacturer narrative:
As part of our investigation, a review of the complaint was performed and found that patient the patient received 5,000 units of heparin before the procedure and 150mg of plavix after the procedure. A review of the device history record (DHR) for this lot indicated that it was manufactured according to approved procedures, met all release specifications, and had no manufacturing deviations, nce's, or capas that could have caused the reported incident. Since the single-use vascade mvp device was not returned for evaluation, no defects could be confirmed.

Event description:
It was reported that post an interventional procedure, the patient experienced pain in the right groin area during recovery and a small hematoma was found. Manual pressure was applied for 20 minutes, and the area was checked by a medical doctor, who found it to be soft and not painful. However, when the patient walked to the restroom, they complained of pain and firmness again. As a result, the patient was taken to the local hospital, where a CT scan of the pelvis revealed an 11cm pseudoaneurysm with an adjacent hemorrhage. The patient underwent a procedure in the operating room to repair the blood vessel and sew over the pseudoaneurysm.